Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for an ultrasound biopsy procedure using encor driver. It was reported that the sample button is automatically pressed. There were no pre-configured settings within the encor enspire system that led the encor driver to initiate the sampling process. The engineer tested the encor driver, and the automatic sampling was not reproduced. However, the technician noticed that the sample button on the encor driver had intermittent issues. Further details were provided that the encor driver was successfully calibrated. There was no patient injury. Additional information was received that the same facility was using the encor enspire system sn (B)(6) and encor driver sn (B)(6) in the same event. Further details were provided that upon inspection, the automatic sampling issue on the encor driver could not be reproduced. However, the sample button on the encor driver intermittently failed to response once or twice in ten times. Consumable components were replaced. After 2-3 automatic sampling, the encor driver stopped sampling. The user replaced the encor driver after which the issue did not reoccur.

Event description:
A patient underwent for an ultrasound biopsy procedure using encor driver. It was reported that the sample button is automatically pressed. There were no pre-configured settings within the encor enspire system that led the encor driver to initiate the sampling process. The engineer tested the encor driver, and the automatic sampling was not reproduced. However, the technician noticed that the sample button on the encor driver had intermittent issues. Further details were provided that the encor driver was successfully calibrated. There was no patient injury. Additional information was received that the same facility was using the encor enspire system sn (B)(6) and encor driver sn (B)(6) in the same event. Further details were provided that upon inspection, the automatic sampling issue on the encor driver could not be reproduced. However, the sample button on the encor driver intermittently failed to response once or twice in ten times. Consumable components were replaced. After 2-3 automatic sampling, the encor driver stopped sampling. The user replaced the encor driver after which the issue did not reoccur.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported unintended movement issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.